Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
Description of event according to complainant: the physician deployed the zenith tx2 taa endovascular graft proximal component per specifications. When an attempt was made to remove the trigger wire the lock was stuck and the wires would not come out. Since the wires could not be removed the physician individually removed the wire with pick-ups, a surgical instrument. The wires were removed and the graft released without issue. Once the wires were all removed another attempt was made to remove the lock from the delivery system and it still would not come off. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: the physician deployed the zenith tx2 taa endovascular graft proximal component per specifications. When an attempt was made to remove the trigger wire the lock was stuck and the wires would not come out. Since the wires could not be removed the physician individually removed the wire with pick-ups, a surgical instrument. The wires were removed and the graft released without issue. Once the wires were all removed another attempt was made to remove the lock from the delivery system and it still would not come off. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) summary of investigational findings: the evaluation of the returned product consisted of examining the green knob and the related parts of it along with the releasing wires. Visual inspection of the device showed no evidence to suggest that the green knob was rotated during the deployment procedure. Further microscopic visualization of the wires showed a very disrupt surface with a high level of white spots. The observed color difference is due to the amount of coating on the wires. Based on the investigation of this event, it was possible to conclude that the coating of the wires may have contributed to the user¿s experience. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the physician deployed the zenith tx2 taa endovascular graft proximal component per specifications. When an attempt was made to remove the trigger wire the lock was stuck and the wires would not come out. Since the wires could not be removed the physician individually removed the wire with pick-ups, a surgical instrument. The wires were removed and the graft released without issue. Once the wires were all removed another attempt was made to remove the lock from the delivery system and it still would not come off. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.